Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that approximately 5 and a half years later a CT scan on the patient identified a type ia endoleak. Per the physician, the cause of the event was due to disease progression which caused the neck to dilate away from the stent graft. No additional clinical sequelae were reported and the patient will be monitored.